Manufacturer narrative:
The reported field event of atrial lead insertion issue and set screw anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the reported anomaly could not be determined.

Event description:
New information received notes that set screw anomaly was noted on the device.

Event description:
It was reported that during routine device implant procedure, lead could not be inserted into the atrial port of the device. Device was not used and another device was implanted successfully. The patient was stable before, during and after the event. There were no adverse consequences.